Manufacturer narrative:
(B)(4).

Event description:
It was reported that the graft thickness cannot be set and the dermatome stuck. No additional adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Air dermatome, serial number (B)(4), was manufactured on september 21, 2000, and was over (B)(4) years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed minor cosmetic damage to the hand piece. The swivel rotates 360 degrees, has a swivel o-ring, and 2 engagement pins. The safety switch operated as intended. The thickness control lever operated as intended. The master blade, serial number (B)(4), was flush with the control bar. The device was tested under the stroboscope it #(B)(4) with the qa test hose and the motor operated smoothly within motor speed specifications. A customer hose was not returned for evaluation. Prior to repair, the device was noted to be outside calibration specifications at the zero thickness setting. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, and damaged hardware. Air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the graft thickness cannot be set and the dermatome stuck¿ was unconfirmed since during the initial inspection it was noted that the thickness control lever operated as intended and the motor operated smoothly within motor speed specifications. Based on the information that was provided the root cause of the reported event could not be specifically determined. The device is over (B)(4) years old and has not been previously repaired by zimmer biomet since (B)(6) 2014. The IFU states that ¿the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that the graft thickness cannot be set and the dermatome stuck. No adverse events have been reported as a result of the malfunction.